Event description:
It was reported that subsidence was noted with the tibial component at a CT scan for invision revision total ankle components. Tibial component had thick layer of pmma which minimize the impact of the pegs. Talar dome had minimal cement and was intact. The patient underwent a revision procedure.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please disregard the MFR report # as per further confirmation this event was found to be a duplicate of the MFR. Report # 3010667733-2022-00201.

Event description:
It was reported that subsidence was noted with the tibial component at a CT scan for invision revision total ankle components. Tibial component had thick layer of pmma which minimize the impact of the pegs. Talar dome had minimal cement and was intact. The patient underwent a revision procedure.